Event description:
It was reported that this was a closure using perclose relative to an unspecified procedure. Reportedly, one large deep vein thrombosis occurred. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Although it is unknown perclose device, prostyle IFU will be used. The patient effect of thrombosis is listed in the electronic perclose the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - estimated date d4: the UDI is unknown as the part and lot number were not provided.